Event description:
On (B)(6) 2026, the patient underwent radial artery puncture and catheterisation for dilated cardiomyopathy. An invasive pressure sensor was attached to the catheter to continuously monitor invasive blood pressure. On the morning of 19 march, a nurse observed bleeding at the puncture site and noted that air entered the syringe when attempting to aspirate the blood, which could easily lead to an air embolism. The puncture needle was therefore removed and the puncture site was treated to stop the bleeding. Subsequently, a 3 mm-long tear was discovered at the base of the catheter, and a water injection test revealed a leak at that site.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation summary: during the analysis of this complaint, the batch history, nonconformance records, and corrective maintenance logs were reviewed, and no records and/or evidence were found that could be linked to this occurrence. Furthermore, since the complaint was not received by a sample or photos for analysis, it was not possible to confirm the reported defect. Based on the investigation results so far, no root cause has been identified for this complaint.

Event description:
No additional information.